Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too large'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Based on technician statement, the issue was related to defective air gas module. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's logs nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.